Event description:
Fluid build up in right knee [joint effusion]. Case description: spontaneous report received on (B)(6) 2010 from the daughter of a (B)(6) female patient with a history of osteoarthritis of the knee and two previous courses of synvisc approximately two years ago, initials (B)(6), who experienced fluid build-up in her left knee after receiving an injection of synvisc-one. The patient received an injection of synvisc-one in her left knee on an unspecified date in (B)(6) 2009. The patient's daughter reported that she developed fluid build-up in her left knee after receiving synvisc-one (no date provided). The patient had fluid removed from her left knee three times after receiving the synvisc-one injection. Fluid was removed once in (B)(6) 2010, once in (B)(6) 2010, and once in (B)(6) 2010. At the time of this report, the outcome of the patient was not yet recovered. Additional information was received on (B)(6) 2010 from the healthcare provider, who confirmed the patient had a history of severe osteoarthritis for five years. He updated the medical history to include previous treatment with nsaids, previous treatment with steroids, previous treatment with synvisc, prior effusion, joint narrowing, and osteophytes. The hcp clarified the patient received one synvisc-one injection in her right knee on (B)(6) 2009 and effusion was not collected before the injection. The hcp confirmed the patient experienced fluid build-up in her right knee starting on (B)(6) 2010, which resolved over the next six weeks and had an offset date on (B)(6) 2010. The patient required treatment for her symptoms. The event was treated with three aspirations of fluid and one cortisone shot. The hcp stated the intensity of the event was moderate and the relationship of the event to synvisc-one injection was possible. The lot number was reported as v0903. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identifier and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.